Event description:
Costello, k., brancolini, s. Sudden discontinuation of chronic high dose intrathecal hydromorphone and its withdrawal implications. Pain physician journal. 2015; 18:e75-e77 summary: intrathecal (it) therapies have become increasingly utilized since their inception in the 1980s. Clinical research into their effectiveness has been ongoing since that time. Morphine has had the most robust evidence with multiple clinical trials. However, many it agents have been used clinically despite the lack of us food and drug administration approval. Use of these agents is based upon personal clinical experience and consensus recommendations. Dosages for these it agents also vary greatly and can make instances in which they are quickly stopped challenging. The optimal dose range for hydromorphone has a wide range, with current dose range recommendations up to a maximum of 10 mg/d. This is an increase compared to a previous recommendation made in 2007, in which the maximum dose range was 4 mg/d. The increase in dose range occurred despite new randomized clinical trials. This case report describes a (B)(6) patient on high dose it hydromorphone that was emergently stopped due to wound dehiscence and infection. The patient was additionally on it bupivacaine and clonidine. No time was available to wean down any of the it medications. Reported event: the patient was a (B)(6) female with an it pump infusing 9.4 mg/d hydromorphone, 1.6 mg/d bupivacaine, and 47 mcg/d clonidine for back pain. Despite this, the patient continued to take oxycodone controlled-release (cr) 40 mg twice daily with 5-10 mg oxycodone immediate-release 4 times a day as needed. The patient presented to the emergency department with an infected pocket site and the decision was made by the surgical team to explant the pump and catheter that night. Preoperatively, a 150 mcg fentanyl patch was started and immediately post-op hydromorphone patient-controlled analgesia (pca) was started using a continuous infusion of 5 mg/h with a bolus dose of 1 mg every 6 minutes with no lockout. The patient was monitored in the intensive care unit (ICU) for signs and symptoms of withdrawal. During the 24 hour time frame from the evening on postoperative day (pod) #0 and pod #1, the patient used 104.7 mg of intravenous (IV) hydromorphone with no signs and symptoms of withdrawal. The continuous infusion of hydromorphone was decreased to 3 mg/h during pod #1; this subsequently decreased the total hydromorphone dose to 46.1 mg for the 24 hour period for pod #2. The pca continued to be weaned in an aggressive fashion such that the total dose of IV hydromorphone was 12.5 mg for pod #4. One episode of hypertension with chest pain occurred pod #5 requiring readmission to the ICU, which was not thought to be secondary to opioid withdrawal. The patient had a rash caused by the fentanyl patch and was started on oxycodone cr/oxycodone immediate- release as needed that was gradually increased as pca was weaned off. The patient was discharged on 60 mg oxycodone cr 3 times a day and oxycodone 15mg every 6 hours as needed. The initial combination of hydromorphone pca and fentanyl patch could provide a theoretical maximum of 7,360 mg of ome (oral morphine equivalent) per day if the patient is able to hit the button every 6 minutes during a 24-hour period. The patient used less than 20% of the initial pca settings and still nursing reported that the patient had mental status changes at night and the pca button was removed with no side effects of withdrawal. This allowed for a very aggressive weaning schedule. The patient continued to use oral opioids that were but a small fraction of the large amounts of it therapies calling into question the true efficacy of using such a high dosing regimen of it opioids. The patient reports that her pain is better now without the it pump.

Manufacturer narrative:
It was not possible to match this event with any previously reported event. (B)(4).